Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was adjudicated this event was causal to the study procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported medical events/procedures leading up to the patient¿s death (recent refill, dose change, ho spitalization, other treatments): hemorrhagic transformation stroke - ph1 -hemmoraghic transformation could result from revascularization procedure as well as be a consequence of the stroke.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that computer tomography perfusion (ctp) revealed hemorrhagic transformation ph1, clinically significant on (B)(6) 2024. The outcome of this event was fatal on (B)(6) 2024. This event was not a recurrent or new stroke. Rationale for relating ae to system or procedure was hemorrhagic transformation could result from revascularization procedure as well as be a consequence of the stroke. Adverse event (ae) probably related to the disease under study. Ae not related to an underlying condition or disease. Ae did not result from a device deficiency. The patient's baseline modified rankin scale (mrs) score was 0. The site assessed that this event did not lead to congenital anomaly disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as possibly related to the study procedure and not related to the study device. The sponsor assessed this event as possibly related to the study procedure. Pre-procedure mtici score 0, final post-procedure mtici score 3.